Event description:
During an atrial fibrillation procedure, it was noted that blood was leaking from the hemostatic valve on the agilis 13f sheath upon withdrawal of an advisor hd grid x catheter. The devices inserted prior to the issue were the dilator, guidewire, and advisor hd grid x catheter. The sheath was replaced with a non-abbott sheath, and the procedure was completed with no adverse consequences to the patient.